Event description:
It was reported that a revision took place on (B)(6)-2011; two model 7489 extensions and a model 3999 lead were explanted. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.